Event description:
Customer reportedly results of "hi" and 255 mg/dl within 10 minutes on the same device. No action was taken based on device results. No symptoms reported. No adverse event reported. Fifteen minutes later, customer reportedly received results of 314 mg/dl and 254 mg/dl within 10 minutes on the same device (not clinically significant). No quality controls were used. Requested return of suspect device and replacement was sent.